Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, unplugging connector j1001 from the ca board. The root cause for the damaged connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete a pulse test.